Event description:
The customer father reported that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading read "hi". The customer's father stated that the customer's set was last changed on the morning of the event. The customer's father also stated that the insulin pump was alarming motor error during the manual prime. Troubleshooting could not be performed because the customer's father did not have any additional infusion sets to perform testing with. Infusion sets were sent to the customer and the customer's father was advised to call back to perform troubleshooting.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.